Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Very high forces were needed to retract the jacket. A type I superior attachment system endoleak was noted and will be monitored.